Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. Data was downloaded successfully. The sensor was found to be in sensor state 7 with event log 130 with reason/ext error code 129 and sensor state 8 with event log 130 with reason/ext error code 129 are an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. De-cased the sensor and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). An extended investigation was conducted. Performed a visual inspection on returned sensors pcba and observed that one of the two battery connectors was not properly soldered. The lack of solder in one of the battery leg will cause the battery to not be mechanically connected to the pcba which result in the leg to be lifted with minimal force. The battery was measured at 1.57v which is within specification of (1.40v-1.98v). It is evident that the solder is not creating a strong connection between the battery leg and pcba, thus resulting in a power loss that caused brownout reset termination. Therefore, this issue is confirmed to poor solder of battery. The device history record (DHR) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced body shaking, sweating, mumbling, seizure, a loss of consciousness, and was unable to self-treat, requiring non-healthcare professional administration of lucozade for treatment. There was no report of death or permanent impairment associated with this event.